Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation, and no issues were found related to the reported issue. The visual inspection of the returned devices confirmed that, during table top testing, difficulty was encountered with both devices when removing the disposable trocar needles from the catheters. The shaft of the catheters "accordioned" when removing the needles. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the trocar stylet of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not be removed from the catheter. (See MDR# 1820334-2017-03926) the device was replaced with the same lot number of product and the same issue occurred (this MDR#1820334-2017-04226). The customer did report, however, that the stylet could be removed from the catheter when it was tested during preparation. Another lot number of the same product was reportedly used to complete the procedure, with no further complications reported. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.